Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the reservoir had air bubbles. The iar bubbles were noticed during therapy. Customer stated for the past 2 months they had 8 reservoirs with air bubbles, was not aware how to manually push the bubbles out so ended up just changing reservoirs. Customer just changed his set, current reservoir has no bubbles. No harm was required during medical intervention. The insulin pump will not be returned for analysis.